Event description:
It was reported the patient is without stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and revealed lead migration and a portion of the lead was out of the epidural space. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.